Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37092, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported poor communication on the patient programmer (pp), and that they are unable to use the pp to turn the implant on/off. Replacing the batteries did not resolve the issue, and the problem persisted with the antenna attacked. It was stated that the pp has given them trouble since the week prior to date notified, but never quit working/was unable to communicate until date notified. The patient then attempted to connect without using the antenna and was successfully able to do so, resolving the issue. A replacement pp was sent to the patient. There were no out of box failures or patient symptoms alleged. On (B)(6) the patient received their new pp but confirmed that it still did not work with the old antenna plugged into it. A replacement antenna was then sent to the patient. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.